Event description:
It was reported that a small volume folfusor had a possible underinfusion. The customer reported that the device was partially emptied. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and an unused companion device were received for evaluation. The device was filled with fluorouracil and saline. Visual inspection of both devices did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing determined that the devices had flow rates within specification. The reported condition was not confirmed for either device. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.